Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii lvas instructions for use (IFU) rev. H is currently available. Section 1 of this IFU lists bleeding and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in section 6 of this IFU, ¿patient care and management¿. Section 6, under ¿anticoagulation¿, also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate ii lvas patient handbook, rev. G, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had drainage from their driveline exit site in sep2021. The patient's cultures were negative and they were given amoxicillin-pot clavulanate (augmentin). The patient had a gastrointestinal (gi) bleed that required a blood transfusion on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.